Event description:
The ablation catheter irrigation failed and would not flush while in the patient. Clinical site notified vendor rep directly. Manufacturer response for field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).